Manufacturer narrative:
The alleged damage was confirmed with the returned, involved product. Returned product inspection - the knot that is present on the returned product appears to be a result of the guidewire doubling back inside the vessel. At some point, the tip may have turned again to form a loop. If, at that point, the physician attempted to readjust the guidewire by pulling it back, he could have created the knot. Manufacturing record review - the device history records were reviewed and there were no quality incidents documented during the manufacture of this lot and its subcomponents. Conclusion - our conclusion is that the knot is a unique incident that was possibly caused by vessel structure coupled with physician technique. Root cause could not be determined.

Event description:
The customer reported that "inserted wire from mini-stick kit into cannulated vein. Wire threaded at ease. Attempted to pull back and felt resistance. Knot noted on wire when pulled back to insertion site. Very difficult to remove. Wire removed, knot noted at tip of wire."